Manufacturer narrative:
Motor error alarm during the basic occlusion test due to moisture damage force sensor resistor. Motor passed motor test. Pump had cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during a basal. Customer's blood glucose was 140 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.